Event description:
It was reported that the autopulse unit stopped compressions (platform turned off) during training. The battery was checked and appeared to be functional. There was no patient involvement. No further details were provided.

Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation. If the device is returned to the manufacturer a supplemental report will be submitted.